Event description:
It was reported that during the implant procedure of the extravascular implantable cardioverter defibrillator (ev-ICD) system, the patient went into atrial fibrillation (af) following the induction of ventricular fibrillation (vf). A second induction put the patient into vf, which was successfully detected and defibrillated with a 30 joule shock; however, the patient went back into af. An external 300 joule synchronized shock was given, and sinus rhythm was restored; however, af resumed. The patient was given an intravenous (IV) antiarrhythmic medication and further cardioversion was successful in terminating the af. The ev-ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.